Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was going to the bathroom a lot and was not getting a lot of relief for 1 to 2 weeks since (B)(6) 2016. The patient had knee surgery on (B)(6) 2015 and this could be related to the issue. No trauma or falls could be related to the issue. The patient had a urinary tract infection on (B)(6) 2016 and was in the hospital for 2 days because their fever was so high. The patient felt stimulation and increased, but did not feel stimulation in the correct area. The patient was on program 2 at 2.8v and increased to 3.8v, but the stimulation was on the right side of their pelvis and not in their vaginal area or rectum. The patient changed to program 4 at 1.8v and felt stimulation in the correct area. The patient¿s pelvic floor had fallen through their rectum and had been hurting all week since (B)(6) 2016. The patient would have an appointment with their health care provider (hcp) next week. The indication for use for this patient was gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.